Manufacturer narrative:
The device is not available for investigation therefore the complaint could not be confirmed. An investigation into this issue has been initiated and a supplemental report will be submitted when the investigation is complete. (B)(4).

Event description:
It was reported that the tubing pack came apart at the bridge. Customer stated that the pt "took a huge hit" and had very low oxygen for about an hour. It was not known at the time if the pt would survive. The customer stated that the bridge was slashed, as they do once an hour to keep free from clots, and it came apart at the arterial side of the bridge.